Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce the issue. The fse did make electrical / mechanical adjustments to the system. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user informed the technical support engineer (tse) that the endoscope on the universal surgical manipulator (usm)2 turned on its own. The tse reviewed the system error logs but did not find any associated errors. The tse instructed the user to perform a hard reboot on the system. The user continued and completed the procedure as planned without reported injuries. No known impact or patient consequence was reported.